Manufacturer narrative:
The unit did not have a button error alarm, a frozen screen, or moisture damage inside the reservoir tube or inside device. The unit had no button response due to corroded keypad traces. The low reservoir, battery out limit, and off no power alarm could not be verified for operating currents due to no button response. The unit had a minor scratched display window, a cracked reservoir tube lip, cracked battery tube threads, a missing black o-ring from inside the reservoir tube, a cracked reservoir tube window, and a cracked reservoir tube window corner.

Event description:
The customer called in to report that insulin had leaked into the insulin pump. The customer also reported that the display was frozen and then they received a battery out limit alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 368 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.